Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the connecting tube the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had white-clouded area, the adhesive around the objective lens was peeled, the adhesive around light guide lens was peeled, the plastic distal end cover had a dent, the connecting tube had a wrinkle, the electrical connector had discoloration due to water leakage, the protector of the universal cord on the control section side and the scope connector side had a scratch, and the indication on scope connector was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope cleaning brush gets caught. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which should not have healthcare professional checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following below instructions for use: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.